Event description:
It was reported that the suture was passed through anchor. Started winding sutures up and the internal wire snapped. Unable to load sutures any further. No patient injuries were reported.

Manufacturer narrative:
There was a relationship found between the device and the reported incident. The snare line is reeled in to the wheels and the snare loop is found broken outside the wheel. No suture was returned/present. The customer complaint was verified but the potential root cause for the suture no longer reeling in is a broken snare loop can be due to over tensioning or use of a wrong type of suture which could cause the suture to get blocked and snapped. However, the exact root cause cannot be determined. There are no manufacturing abnormalities visually observed with the returned device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer.